Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced increase in recharge burden. A fully charged ipg did not provide 24 hours of therapy. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post op.